Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 03.037.028. Lot: 9562395. Manufacturing site: hägendorf. Release to warehouse date: oct 30, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: a product investigation was completed: upon visual inspection, it was observed that the screwdriver shaft broken at the distal end of the shaft section. The shaft was completely broken into two pieces and both were received. No other issues were identified with the returned device. The relevant dimensions were measured and found to be conforming. Based on the date of manufacture the relevant drawings, reflecting the manufactured and current revision were reviewed. The complaint condition was confirmed as the shaft of the device was broken. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. However, it is possible the device experienced an application of unintended forces, causing the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on september 1, 2020, a screwdriver broke while locking a bolt. There was no patient involvement. Concomitant device reported: bolt (part number unknown, lot unknown, quantity 1). This report involves one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).